Manufacturer narrative:
On october 24, 2023, the mentor failure analysis lab received the device for evaluation. On october 25, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel smooth 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
On october 30, 2023, mentor became aware that the suspect medical devices were unknown mentor smooth gel implants.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, ptosis, breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, during an in-office visit, with spontaneous left breast implant rupture. The patient was also diagnosed with bilateral breast capsular contractures (baker grade IV), ptosis, breast pain, and abdominal skin redundancy. As a result, the patient underwent bilateral capsulectomy, mastopexy, bilateral breast implant replacement on (B)(6) 2023. The replacement devices were the following: (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 9912053 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 9928774 sn: (B)(6). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant were reported under mrn: 1645337-2023-11599.